Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated but there was no capture and poor current of injury. The chevron counter rotated and poor fixation was suspected. The lp was unfixated and there was a drop in blood pressure. Echocardiogram was performed revealing a perforation and effusion. Open chest surgery was performed to repair the perforation. The patient was transferred to the intensive care unit (ICU) in stable condition.